Manufacturer narrative:
Complaint confirmed. (Display board) this evaluation determined that the reported event occurred due to a failure of the c1 component of the display board.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-8305 shaver console had smoke coming out the back of the unit. This occurred during a case, another ccu was used to complete the case. There was no additional information provided, additional information was requested.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.